Event description:
Analysis was completed on the suspect device. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported during the patient's implant, high impedance was seen after the lead was implanted and connected to the generator. Troubleshooting was performed, however the high impedance persisted and the surgeon opted to implant a different lead instead. Additional information was received that the lead impedance was high during the first interrogation, so the surgeon irrigation the nerve but the impedance was still high. The lead pin was then removed and re-inserted into the generator but the high impedance persisted. The surgeon confirmed the lead was making appropriate contact with the nerve and did not see any kinks or damage to the leads. The generator was interrogated again, and while the impedance was slightly lower it was still high, therefore the surgeon opted to implant a new lead. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Additional information was received containing the session report from the date the high impedance was seen in the operating room. The explanted lead was received. Product analysis is underway but has not been completed to date. No other relevant information has been received to date.